Event description:
The event is reported via medwatch. The customer reports that the event occurred in the hospital's ICU where the patient was an inpatient. The patient was intubated for mechanical ventilation using a 7.0mm rusch endotracheal tube. The patient has to be extubated and re-intubated using another endotracheal tube due to a cuff leak. The patient received another endotracheal tube size 7.5mm that the patient tolerated well.

Manufacturer narrative:
Several attempts made, via phone, in an effort to obtain additional information and catalog number for this event. On one of the occasions a teleflex complaint specialist spoke with linda wilkins, risk manager, who is documented on the medwatch. Ms. Wilkins referred teleflex complaint specialist to ralph mills, risk analyst. At the time of this report, the user facility has not provided any additional information to teleflex.